Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
During the deployment of a26mm sapien 3 valve via the transfemoral approach, the commander delivery system balloon ruptured. The valve was almost 100% deployed and stable. Trivial paravalvular leak (pvl) was noted. No post dilation was required. The delivery system was withdrawn without issue or injury to the patient. Following the withdrawal of the device, a ¿vertical¿ rupture of the balloon was noted. All pieces of the delivery system and balloon were removed. At the time of the report, the patient was in stable condition. Information regarding the native annular diameter was not provided. Moderate annular calcification, bulky native leaflet calcification and moderate bulky sinotubular junction (stj) calcification was reported. The cause of the balloon burst was determined to be the moderate bulky calcification in the stj. The delivery system has been returned to edwards lifesciences for evaluation. The valve remains implanted in the patient.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), mechanical failure of the delivery system, and/or accessories potential risk of the tavr procedure. The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed a longitudinal balloon burst halfway through the working length to the proximal end of the balloon. No case imagery or photographs of the device were provided for review. No relevant functional testing could be performed due to the condition of the returned device. The complaint was confirmed through visual inspection. Dimensional analysis of the single wall thickness of the inflation balloon near the observed burst was performed. The balloon wall thickness was within specification. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and as documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the complaint for balloon ¿ burst was confirmed based on visual inspection of the device. However, no manufacturing non-conformances were identified during the product evaluation. Dimensional inspection of the balloon revealed that the balloon wall thickness was within specification. A review of available information supports that the balloon burst was likely caused by patient factors. A detailed root cause analysis for similar returned balloon burst complaints has been summarized in a clinical technical summary. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As reported in the cer, the patient stj had moderate/bulky calcification, the native annulus had moderate calcification, and the native leaflet had bulky calcification¿all of which can lead to a balloon burst. In addition to the procedure itself, patient factors (moderate annular calcification, bulky native leaflet calcification, moderate bulky sinotubular junction (stj) calcification) likely contributed to the balloon burst during valve deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.